Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted (date not reported), due to an unspecified device failure. The patient was reimplanted with a new device (date not reported).